Event description:
The screws are not cannulated and they have a pitch that does not grab the bone. After inserting the 3.5 screws, the surgeon could push the bone and the screws would come out. He removed them from the calcaneal plate and inserted 4.0 screws. The surgery was delayed approximately 20 minutes while the screws were exchanged.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A depuy trauma product development engineer stated the screws are not intended to be cannulated. Both of the 3.5mm and 4.0mm screws are offered in the set to account for different bone densities between anatomical areas and patients. The 3.5mm cortical screw is intended for harder bone and the 4.0mm cancellous screw is intended for poor quality bone. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.